Manufacturer narrative:
Customer report was confirmed. Only the hemostasis valve housing was returned. There is also a heavy amount of blood on and in the valve housing. The sidearm extension tube was found to detach from the housing easily. Adhesive is visable on both the tubing and the connector.

Event description:
C-cc-cd - component dimensions (component fit or alignment); it was reported that the there was a loose connection at the bottom of side port on introducer valve and it was easy to be detached. Follow up indicated that the connection of the side port of the blue connector introducer valve was loose.